Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent laparoscopic surgery for adhesions caused by endometriosis and absorbable adhesion barrier was used. Following the procedure, the patient experienced "severe anaphylaxis, difficulty breathing"and "blood pressure dropping low". The patient has been treated with steroids for hives. The patient has not given this information to the surgeon who performed the procedure. The patient has sought treatment from an allergist and primary care physician. No additional information was provided.